Event description:
It was reported that the patient presented in the or for device change-out due to normal eri. Externalized conductors were observed via fluoroscopy. All electrical measurements were within range. Lead was capped and replaced.

Event description:
New information notes that the previously capped lead was explanted.

Manufacturer narrative:
A partial lead with the connector pin measuring 38.0cm was returned for analysis. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.